Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the 8mm dual blade retractor instrument had a broken wire. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was being used to expose the valve when the issue occurred. There was no instrument collision during the procedure. The issue was related to the opening/closing of the grips. There was 1 cable visibly protruding from the distal end of the instrument.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm dual blade retractor instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.